Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 0002023141-2019-00792.

Manufacturer narrative:
(B)(4). Product not returned to manufacturer.

Event description:
It was reported that the patient had bone loss and unknown implant was removed .